Event description:
It was reported that during an implant procedure of the right ventricular (rv) lead on the left bundle branch area pacing, led to a pericardial effusion. It was believed that this rv lead was placed too apically. The physician opted to reposition this rv lead. Two days after the implant procedure, the patient presented to the emergency room with shortness of breath, pressure around his chest, and low blood pressure. Subsequently, a small amount of fluid was removed and the patient is now stable. At this time, the rv lead remains in service and no additional adverse patient effects were reported.